Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter facility name: (B)(6). Device code a0501 captures the reportable event of coil detached. Investigation results: the returned stone cone was analyzed, and a visual evaluation noted that the coil had no defects. Functional examination was performed, and it was able to open and close with no problem. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The IFU states to inspect the coil assembly for any visible damage. Prior to use, ensure that the coil is working properly by advancing the sheath over the coil to the positive stop and then retracting the sheath to open the coil. The sheath of the device should be straight during testing. With all the available information, boston scientific concludes that the reported event of was not confirmed since the analysis of the device did not find any defects or breakage; the device was able to close and open. Based on analysis results, an investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a stone cone retrieval coil device was about to be used during a ureteroscopic lithotomy procedure. Reportedly, during preparation it was found that the device had no stone taking basket. It was noted that the coil was disconnected when opened. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6) hospital. Block h6: device code a0501 captures the reportable event of coil detached.

Event description:
It was reported that a stone cone retrieval coil device was about to be used during a ureteroscopic lithotomy procedure. Reportedly, during preparation it was found that the device had no stone taking basket. It was noted that the coil was disconnected when opened. The procedure was completed with another of the same device with no patient complications.